Event description:
It was reported that during a fistuloplasty procedure, a balloon rupture occurred. The target lesion was located in the arteriovenous fistula. After the physician advanced an unknown sized mustang balloon through "very tight stenosis" and a previously placed stent, the balloon burst. Additional information has been requested and is not available.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).